Event description:
It was reported that the device has been used two (2 times) for a procedure (unspecified ) and the light at the tip fails, nothing can be seen. The device prior to this event reported to have arrived repaired on a friday for the third time. Customer territory manager confirmed with the customer that these two events have occurred during procedure with no injury for the patient (no further details concerning the procedures have been provided) according to the reporter. No harm was reported. No patient harm , no user injury reported due to the event. This event includes two reports: report with patient identifier (B)(6). Report with patient identifier (B)(6). This report is for report with patient identifier (B)(6).

Manufacturer narrative:
The subject device was evaluated. Device evaluation found dent on connecting tube, service noted due to a dent, water tightness is lost (endoscope watertight condition testing failed). Due to wear of angle wire, the bending angle in up direction failed specification ( does not meet the standard value). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a root cause could not be determined. Possible causes for the event are: ·light cannot be received because the light guide has come out of the light source unit during use. Ccd unit is damaged. Olympus will continue to monitor field performance for this device. Added information to event that was inadvertently left out of the initial MDR. Added information to device manufacture date.

Event description:
The issue has occurred more than twice, but the user facility could not specify how many times. The reported issue has caused the hospital to cancel several procedures, but there have been no reports of patient injury due to the reported issue. No further details were provided by the customer. The olympus territory manager for the customer has also stated that this issue has not happened with other loaner devices that the hospital has had.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation that was inadvertently left off the supplemental MDR report. Adverse event problem: added investigation and conclusion codes.